Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false air in line alarms through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sens readings were below specification, which is known to cause false air in line alarms. The ultrasonic sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air in line. It was also reported that there was no patient involvement.